Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the surgical fiber was being used at 80 watts for 13,500 joules with no issues; the power was then increased to 120 watts. While lasing at 120w for 16,614 joules of use, the doctor noticed that the tip of the fiber was loose and was unable to fire properly. The fiber was replaced at 30,114 joules of use and the procedure completed using a second surgical fiber for 61,269 joules. Patient outcome: "ok". There was no patient injury reported.